Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl, which was treated with a manual insulin injection. The no delivery event was resolved by an infusion set change. Additionally, the insulin pump alarmed button error. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube window corners, a cracked reservoir tube lip, and cracked battery tube threads.